Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infectious reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infectious reaction as follows: precautions for use: ¿ "as a matter of general principle, injection of a medical device is associated with a risk of infection."

Event description:
Healthcare professional reported an unspecified amount of time after injection with juvéderm ultra plus¿ xc patient developed "infectious like reaction." Patient was prescribed ceflex. Symptoms are ongoing.